Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to an electrically leaky capacitor, designator (B)(4).

Event description:
The customer initially reported that their device was unable to transmit a patient record and the service indicator became illuminated. After an evaluation of the device by physio-control, it was observed that the device had logged a potentially critical event code. This event code can prohibit the AED functionality of the device. There was no patient use associated with the reported failure.